Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was admitted to the hospital the same day. Effluent culture results were unknown. Effluent analysis was performed the same day and the results were not reported. The patient was treated with fortum 1g/day intraperitoneal (ip) and amikacin 250mg/day ip. Event outcome was not reported. Pd therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.